Event description:
The customer reported 'no audio' on their mx40 pt worn monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.